Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report #2916596-2017-03147. (B)(4). Approximate age of device - 1 year, 1 month. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that upon admission on (B)(6) 2017, the patient was found to have a gastrointestinal bleed. Coumadin and asa were discontinued. The patient expired (B)(6) 2017 of multiple embolic strokes. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) however, a direct correlation between the returned pump and the gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Thrombus and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.